Event description:
Applied dexcomg7 device on (B)(6) 2025 approx. 10pm. A few hours later while in the hospital for same day procedure, device registered low and then critical low, blood. Serum glucose was 121. Device continued to say low or critical low, then shut off and state to check back in 3 hours. The device later said to change sensor. Device was applied late evening on (B)(6) 2025. Less than 12 hours later, device malfunctioned and shut down. Dexcom showed 46, serum glucose 121.